Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample was received from the customer for investigation. The sample was visually analyzed using 7x magnification and it was confirmed that a brown piece of foreign matter (fm) is embedded in the syringe barrel luer lok® collar. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: bd acknowledges that there is brown piece of foreign matter (fm) is embedded in the syringe barrel luer lok® collar. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8332964 item #302830. Root cause description: embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Rationale: on 08-may-2018 a quality alert was given to the associates involved in the production of this product. Now when starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint as this batch was produced prior to this quality alert.

Event description:
It was reported that grease-like foreign matter was found in the bd syringe with luer-lok¿ tip before use. The following information was provided by the initial reporter: "foreign matter."